Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the pump history indicated that the pump was not in use from (B)(6) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient's daughter contacted animas to report the patient had obtained elevated blood glucose readings. It was reported that in (B)(6) 2012, the patient discontinued use of the insulin pump after he obtained elevated blood glucose readings, and he claimed he was unable to "get the pump to work". On (B)(6) 2012, the patient obtained the readings of 240 mg/dl and 173 mg/dl. There are no bolus doses in the pump history on (B)(6) 2012. On an unspecified date, the patient changed to using 75/25 insulin, without consulting his hcp. The patient reported that afterwards he obtained readings ranging from 200 mg/dl to "in the 300's mg/dl" and he experienced the symptoms of lethargy and dizziness. The patient was admitted to the hospital for cardiac issues. Troubleshooting revealed the pump date/time were set correctly, the total daily bolus/basal doses given correctly matched those programmed, and the settings were correct. The patient was unable to verify what his basal settings were. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.